Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patient's concern with the product and rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and rupture. Device has been explanted.